Manufacturer narrative:
External insulation abrasion was noted at 9.7 cm to 9.9 cm from the connector pin consistent with lead friction to friction to the device can. The etfe coating was abraded at this location. External insulation abrasion was noted at 13.7 cm to 13.9 cm and 14.7 cm to 15.0 cm from the connector pin consistent with lead friction to the device can. The etfe coating was intact at these locations. This is consistent with the observation from the field of oversensing noise and inappropriate therapy.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was oversensing noise leading to inappropriate anti-tachycardia pacing (atp). The patient had discomfort from atp therapy. The patient presented to emergency room and tachycardia therapy was disabled. On (B)(6) 2021, the rv lead was explanted and replaced. The patient was stable throughout the procedure.